Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a cotton tip applicator. The customer reported that the cotton tip detached from the wooden stick while inside of a pt's post-operative wound site. The pt required exploratory surgery to locate and remove the component.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.